Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high sensing integrity counter (sic) resulting from a suspected lead fracture. In addition, during the rv replacement, the right atrial (ra) lead was noted to have been damaged, therefore the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.